Manufacturer narrative:
Block h2 (additional information): block b5 and block h6 (device codes) have been updated based on the additional information received on january 30, 2023. Block h10: additional information from the customer was received on january 30, 2023. The customer reported there was no break in the cutting wire, and it was the paint marker of the device that peeled off. Cytotoxin biocompatibility studies done on the paint used on this product family determined the paint to be non-cytotoxic. This event is unlikely to cause or contribute to a death or serious injury and is no longer considered a reportable event.

Event description:
It was reported to boston scientific corporation that a truetome 44 was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2022. During the procedure, "the tip of the wire cracked and peeled off; therefore, the procedure could not be performed." It was reported that no part of the cutting wire detached and fell into the patient. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. No further information has been obtained despite good faith efforts. The reported event may suggest that the cutting wire broke. Additional information received on january 30, 2023: it was confirmed that there was no break in the cutting wire, and it was the blue paint marker that peeled off.

Event description:
It was reported to boston scientific corporation that a truetome 44 was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2022. During the procedure, "the tip of the wire cracked and peeled off; therefore, the procedure could not be performed." It was reported that no part of the cutting wire detached and fell into the patient. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. No further information has been obtained despite good faith efforts. The reported event may suggest that the cutting wire broke.

Manufacturer narrative:
(B)(4).